Event description:
(B)(6): customer reports via e-mail; the system failed to boot up. We could not do fluoro and had to complete the cases without fluoro. We were conducting (B)(6) studies. No pts were harmed. (B)(6): customer reports via e-mail; male pt (B)(6). Yes, we performed studies despite failure. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.